Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Returned device was visually inspected. The damaged packaging was not returned with the device. Due to missing packaging this complaint is indeterminate.

Event description:
It was reported when outer packaging was opened it was noted inside packaging for the plate was open at one end. Outer package was not damaged.